Event description:
It was reported that a patient accidently cut the transfer set during peritoneal dialysis (pd) therapy. The technical service representative (tsr) assisted the patient to end therapy and instructed the patient to contact the registered nurse (rn). The rn replaced the transfer set and the patient was able to continue pd therapy at a later time. There was no patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the reported damage to the transfer set was use error as it was reported that the patient accidently cut the transfer set. The device was not returned; therefore, a device analysis could not be performed. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.